Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as painful and inflamed with pimples on chest and upper arms. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a self-mixed ointment for the rash. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.